Event description:
The laser fiber was being used with the laser when the physician noticed the tip broke off inside of the patient. The physician was able to grab broken tip without any issue to the patient.

Manufacturer narrative:
Removal of foreign material is not labeled. Separation of laser tip is not labeled. Event is still under investigation.

Manufacturer narrative:
A review of complaint history, instructions for use (IFU), quality control, and specifications was conducted during the investigation. The customer reported an event in which the tip of a laser fiber broke off inside the patient. The physician was able to grab the broken tip without any issue to the patient or any additional procedures required for removal. The rpn for this product is unknown, however, information provided with the initial report stated that the fiber was being used with the cook rhapsody laser system. According to the marketing brochure for the cook rhapsody, the fibers intended for use with the rhapsody are the hlf cook single/multi-use holmium laser fiber, the rpn has not been confirmed, however, it is reasonable to assume that the fiber used is one of these fibers based on the intended use of the rhapsody h-30 system. The instructions for use (IFU) precautions that improper handling can affect the lifetime use of any multi-use fiber. The IFU states that the physician should not subject the fiberoptics to sharp bends in handling, use, or storage " physicians are advised to discard any fiberoptic assembly that may be cracked or broken and/or does not meet minimum transmission standards. Since the product was not returned and the rpn was not provided for this particular event, a physical evaluation could not be completed. Documentation concerning the lot for the device in question could not be evaluated without the confirmed rpn. Based on the available information, the root cause could not be determined. We will continue to monitor for similar complaints. Due to the low occurrence of this event, no further action will be taken at this time. The appropriate internal personnel have been notified.